Manufacturer narrative:
This report contains correction in entire section e of initial reporter and section g2 report source.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited intermittent oversensing on the left ventricular (lv) channel. It was noted that the lv pacing was less than 80%. Upon review of the electrogram (egm), there was a small deflection on evert cardiac cycle which was sometimes oversensed. Technical services (ts) recommended options to change lv sensing configuration. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited intermittent oversensing on the left ventricular (lv) channel. It was noted that the lv pacing was less than 80%. Upon review of the electrogram (egm), there was a small deflection on evert cardiac cycle which was sometimes oversensed. Technical services (ts) recommended options to change lv sensing configuration. This device remains in service. No adverse patient effects were reported.